Event description:
The customer reported "the secondary bag was free-flowing". The nurse closed the clamp and removed the tubing. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.